Event description:
While performing a cardiac ablation on the patient with the slo 8.5 fr sheath in the right femoral vein, as the physician was working, he noted the sidearm had fallen off the slo sheath. No markings on the sheath; expect size and two of the same size were used from the beginning of the case. Another sheath was obtained and no harm to the patient.